Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance and hospitalized due to low blood glucose (bg) levels while wearing the pod on the abdomen. The patient was in and out of consciousness, could not stand, and experienced confusion. At the hospital the patient drank apple juice, ate protein bars, peanut butter and was placed on intravenous therapy of (d50 dextrose) fluids. The patient was released 5 days later. The pod was removed at the hospital. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog/novorapid, humalog, or apidra. Novalog is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider's directions for how often to replace the pod.